Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states head motor is dropping down a few inches then stops after giving a down command and releasing the command. Going up the motor will stop and stay in place at any position. MDR filed.